Manufacturer narrative:
Unable to prime during the prime test due to moisture damage inside the force sensor resistor . Moisture damage found on the motor also. Unable to perform the excessive no delivery test and occlusion test due to prime anomaly. Pump passed the operating currents measurement, self test, unexpected restart error test, displacement, rewind and basic occlusion test. No moisture damage found on the electronics. No blank display anomaly, black lines anomaly or missing segments/partial display anomaly noted. No unexpected noise anomaly or battery out limit alarm noted. Pump had cracked case at display window corners, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report cracks on the display and also reported that after removing the reservoir, could smell insulin and was wet. The customer did not see a leak but also stated that the insulin pump was exposed to moisture. The customer's blood glucose reading ranged from 500 to 540 mg/dl and did not have any form of treatment. The customer then reported that the display was blank and was unable to perform troubleshooting. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.